Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic sigmoid resection procedure, the knife assembly did not advance. The surgeon used another device without pt injury.